Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1. The surgeon allegedly used rhbmp-2/acs in the disk spaces bilaterally in the midline and along the lateral aspects of the bone graft without a cage. On a 10 days post-op, it was reported that the patient was diagnosed with epidural compression secondary to bmp, and on pod 11 underwent an additional surgery to remove swollen gelfoam and bilaterally decompress the thecal sac and nerve roots. It is further reported that the patient continues to experience severe debilitating pain that prevents her from performing many activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient presented with following pre-op and post-op diagnosis: status post 4-5 laminectomy and fusion, solid bony fusion, excellent relief of pain. New l5-s1 displaced disc. Low back pain. Lumbosacral radiculopathy. Patient underwent following procedure: l5-s1 dorsal decompression with hemi-laminectomies, medial facetectomies, foraminotomies, dorsal decompression of the thecal sac and nerve roots. L5-s1 bilateral ventral decompression of the thecal sac and the nerve roots secondary to the displaced disc and large osteophytic bone spur midline. L5-s1 bilateral posterior lumbar interbody fusion using milled allograft tricortical bone dowel x 2 and human bone morphogenic protein. L5-s1 bilateral posterolateral fusion using human bone morphogenic protein and local harvest of autograft bone. L5-s1 medial branch rhizotomies. No instrumentation used as per patient request. As per op-notes: ".. Human bone morphogenic protein was placed bilaterally in the disc spaces in the midline and on the lateral aspects of the bone graft. Interbody bone was in excellent position.. Human bone morphogenic protein followed by local autograft bone was laid bilaterally to complete the posterolateral fusion masses.. Patient was taken to recovery room in stable condition.."